Event description:
It was reported that during the implant procedure, the hybrid guidewire that was inserted in the lead had formed a knot and was likely stuck in a distal capillary of the vessel. While the physician attempted to remove the guidewire, it became frayed. A portion of the guidewire was remove, but a piece of the soft part remained stick in the vessel. A replacement guidewire was used to finish the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.